Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One 6fr gss sheath and dilator were returned for assessment. No visual abnormalities were seen on the sheath nor dilator. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve passed leak testing in both instances. The complaint cannot be confirmed for valve leakage because the sample passed leak testing. The exact root cause of the valve leakage experienced by the user could not be determined. No failure mode was detected on the returned device. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that involved glidesheath slender device was leaking throughout the procedure through the hemostasis valve. Mostly when the diagnostic catheters were being used. There was less leaking with a 6 french guide. The estimated blood loss was less than 250cc. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 17 may 2023: the procedure was a left heart catheterization (lhc). The leak was a slow drip, they continued to use the same sheath throughout the duration of the case. Procedure was completed successfully. Patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hippa. A2: age & date of birth: requested, not available due to hippa. A3: patient sex: requested, not available due to hippa. A4: weight: requested, not available due to hippa. A5: ethnicity: requested, not available due to hippa. A6: race: requested, not available due to hippa. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.